Manufacturer narrative:
Currently, it is unknown whether the deice may have caused or contributed to the reported event. A specific device failure has not been alleged and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, it appears that the mesh remains implanted. With the currently available information, no conclusion can be drawn. This MDR includes all patient, event, and device information. Davol has received to date. If additional event and/or evaluation information is obtained, a supplemental MDR will be submitted.

Event description:
The following was reported to davol by the patient: on an unspecified date in 2001 the patient was implanted with a perfix plug during an unknown surgical procedure. Following implant the patient reports that he has experienced pain, numbness, swelling, fever, and elevated liver enzymes. He initially followed up with his surgeon who was unable to provide additional guidance, he has since been seen by multiple other md's.